Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. Please note that the second device mentioned in the description will be evaluated in report reference number 2027111-2016-00868. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed: sleeve. Translation: "2 devices used during 2 different procedures and 2 times the same incident. The device stayed blocked mechanically impossible. The device has functioned during 25 minutes before to get blocked." Patient status- no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed blood and eschar buildup on the jaws of the device and that the jaws were open with the blade fully extended in the blade channel. Upon functional testing, engineering performed a blade activation test and found that the blade was unable to return upon blade activation. Engineering dissembled the device and found the front blade pusher, which travels through the shaft of the device to allow for the activation and retraction of the blade, was broken. The root cause of "device stayed blocked" is due to the broken blade pusher. Applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.